Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power tray, power conversion, charger enclosure was replaced due to failure. Multiple failures occurred throughout repair. Ps1 received bai, also power conversion enclosure received bai. Several stages of the repair explain discovery of new issues that were required to order additional parts the system was repaired. System was functioning normally medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the site had booted up the system for the day, they noted that the x-ray was disabled on the pendant as there was a red x. A manufacturer representative was able to look into the logs and see that the generator was showing that it wasn't ready. The site had moved forward with a case but grabbed a different imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: kit svc o2 bi71000860 encl pwr conv, lot# 19280153. H3:h6: a hardware analysis was initiated to determine the probable cause of the issue. Analysis confirmed reported complaint, "x-ray disabled on pendant." Power conversion enclosure failed bench testing. Transistors failed, they were found to be shorted. Faulty power conversion enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: the following components were returned for analysis and had no failures found: kit svc o2 bi71000176r encl pwr conv rfb, rev. 1 : s/n (B)(6) kit svc o2 bi71000577 pcba supply board, rev. 1 : s/n (B)(6) kit svc o2 bi71000576 starter upgd kit, rev. 1 : s/n (B)(6) kit svc o2 bi71000175 enclosure charger, rev. 1 : s/n (B)(6) kit svc o2 bi71000225 pcba genrtr isol, rev. 1 : s/n (B)(6) codes 10, 213, and 67 apply to each of the above components the following components were returned for analysis and both had an electrical failure: kit svc o2 bi71000450 power supply psi, rev. 2 : s/n (B)(6) kit svc o2 bi71000450 power supply psi, rev. 2 : s/n (B)(6) codes 10, 120, and 4307 apply to these two components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.